Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Back to back blood test performed and results are 72 mg/dl and 73 mg/dl - nonfasting. Customer stated her normal blood glucose is between 90 mg/dl-120 mg/dl - fasting. Customer stated she open vial of strips (B)(6) 2015 and that she keeps the meter and strips at her kitchen cabinet. Strip expiration date is 04/23/2018 and strip open date is (B)(6) 2015. Reviewed meter memory: 98mg/dl (B)(6) 2015 08:08:00 am fasting:yes; 85mg/dl (B)(6) 2015 08:07:00 am fasting:yes; 170mg/dl (B)(6) 2015 06:43:00 am fasting:no; 165mg/dl (B)(6) 2015 06:42:00 am fasting:no; 109mg/dl (B)(6) 2015 06:18:00 am fasting:no. Customer stated she is concern about all of the meter's results.